Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record (lhr) for the reported lot revealed no associated nonconforming material records.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, 99% stenosed, mid left circumflex. Predilatation was performed prior to stenting of the lesion with the 3.0 x 18 mm xience prime stent. During deployment of the stent a distal stent edge dissection was observed for which another xience stent was implanted for treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.